Event description:
A system evaluation was requested on a 9900 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep evaluation indicated the need to replace the ps1 power supply. Ps1 power supply replaced. The system was tested and found to be working as intended. System returned to service.